Manufacturer narrative:
Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician used a spectranetics 14f glidelight laser sheath to attempt extraction of the rv lead. While the glidelight device was lasing in the rv, just past the tricuspid valve, the patient''s blood pressure dropped. A pericardial effusion was detected using transesophageal echocardiography (tee). A pericardiocentesis was performed, drawing off several 60 cc syringes of blood, but the effusion did not improve. No further rescue measures were performed since the patient had signed a do not resuscitate (dnr) document. The patient did not survive the procedure. This report captures the glidelight device, lasing within the rv when a pericardial effusion was detected, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.